Event description:
A user facility reports that an intraocular lens (iol) was exchanged due to altered color perception. The pt is a painter and noticed a difference in color due to the yellow color of the initial lens. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The complaint device associated was returned for analysis. Both haptics were bent-distal area. The optic was scratched-rejectable. The color tint to the lens did have a slight yellow hue and is acceptable per the release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/28/2008 and 03/04/2008 by phone, fax and mail. A completed questionnaire has not been returned.